Event description:
It was reported the customer does not hear the alarms from the patient information center ix.. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The philips remote service engineer (rse) advised and guided the customer to check for loose connections of the speaker cable and the cable was found to have a loose connection. Based on the information available, the cause of the reported problem was a loose connection. The reported problem was confirmed. The customer was advised to reseat the speaker cable. The device was operational after reseating the speaker cable. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device not returned.